Event description:
In 2001, pt was operated on-anterior scoliosis. Pt was laying on lateral side for 7 hours. Vanaflow calf cuffs were applied throughout operation on both legs. On the day after surgery, pt complained of pain in left calf. The next day, pt was operated on. A fascotomy was performed for compartment syndrome on the left leg. Pt is now confortable; no pain.